Event description:
It was reported that shaft break occurred. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was being inserted into the patient; however, the hypotube of the device broke. The broken part and the rest of the hypotube was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status is excellent.

Event description:
It was reported that shaft break occurred. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was being inserted into the patient however the hypotube of the device broke. The broken part and the rest of the hypotube was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status is excellent.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no other devices. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 100cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).